Manufacturer narrative:
Unique device identifier (UDI): (B)(4). The reported complaint was confirmed from the evaluation of the returned a2101 mayfield base unit. The base handle was closed without 6in transitional installed and deformed hole. The 6in transitional teeth, shock cushion the adjustment wrench threads are worn teeth. The unit needs repair, pm and replacement of worn parts. The observed condition is likely caused by wear and tear / improperly handling of the device. The definite root cause cannot be reliably determined. This device exceeds its expected life of 7 years (manufactured in 2012). No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward.

Event description:
N/a.

Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted. Linked to mfg report numbers: 3004608878-2020-00675, 3004608878-2020-00676.

Event description:
This is 1 of 3 reports. A facility reported that the mayfield base unit had a loose lock and the opening for the transition member was tight. It is unknown if there was patient involvement or if the device failure led to patient injury or surgical delay.